Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 09/20/2021. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: photo analysis: the product was not returned for evaluation. Visual inspection was conducted on the pictures received. Visual analysis of the picture received determined that a foil and several sutures pieces (degradation process) of product code vcp358h could be observed. No needle pull was noted. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Device analysis: visual analysis of the returned product revealed that one opened sample product code vcp358 was received for evaluation. The strand was observed broken in pieces due to the degradation process caused by exposure to the environment. The product code mvcp358 contains an absorbable suture. As the package was received open, the time of exposure to the environment could not be determined and functional tests cannot be performed. The foil was visually inspected, and damaged, excessive wrinkles and holes in the cavity were observed. This condition contributed to the degradation of the suture. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number mb2957 / vcp358h, and no non-conformance's related to the reported complaint condition were identified. The product upon which this medwatch is based has been received, however, at time of submission, evaluation not yet in complete status and therefore not reported in the initial medwatch. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Visual inspection was conducted on the pictures received. Visual analysis of the picture received determined that a foil and several sutures pieces (degradation process) of product code vcp358h could be observed. No needle pull was noted. No conclusion could be reached as to what caused the reported complaint. Trade name: (B)(4), active ingredient(s): triclosan, dosage form: suture/solid/parenteral, strength: 275 g/m.

Event description:
It was reported that the patient underwent an unknown gynecological procedure on (B)(6) 2021 and the suture was used. During surgery, pull off suture needle occurred. There were no patient consequences reported.